Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited noise and oversensing. There was no pacing inhibition. An invasive procedure was performed to explant the products. A new system was implanted. No adverse patient effects were reported.